Event description:
Customer reported nurse programmed pump with a secondary medication of amiodarone (rate unk). Fluid was backing up into primary, head height differential repositioned without success. After several attempts, secondary drip discontinued and medication administered as a primary. Sets have been discarded. No pt harm or medical intervention reported. Primary set as an alaris secondary set was baxter plus a pall filter. Devices were sent to biomed to check. If additional testing is requested by customer, biomed will send in the device to carefusion and provide serial numbers. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer complaint of secondary medication backing up into primary could not be confirmed due to the product not being returned for failure investigation. The sets were discarded by the customer. The root cause of the failure was not identified.